Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced for an unknown product performance issue. Subsequent attempts to gather additional information were unsuccessful. No additional adverse patient effects were reported.